Event description:
The customer reported that during routine testing, "the unit is going into reset condition". During checking of the unit in 2007, the MFR noticed a piece of tape on the returned unit stating, "resets or shuts off".